Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater bag became disconnected from the cassette line and fluid leak out of the line. The patient indicated the heater bag seemed more difficult to connect. The event occurred during set up of peritoneal dialysis. The patient indicated they had discarded the supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.